Manufacturer narrative:
In some countries outside of the us, customer info is not provided due to privacy laws.

Event description:
The father of a (B)(6) child contacted customer service for help with his daughter's contour meter. He alleged the morning of the call, the child received a blood glucose reading of 0.7 mmol/l from the contour meter, while another meter read 12.8 mmol/l. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged, as the father stated his daughter was not hypoglycemic when the low reading was received. It does not appear any product will be returned at this time. A replacement meter was sent for the customer.